Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. The reporter stated that the audio bolus button was intermittently unresponsive and required multiple hard presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/09/2013 with the following findings: during investigation, the audio bolus button was intermittently unresponsive. The pump cover was removed and the internal plug contact was found to be misaligned. Unrelated to the complaint, all the keypad buttons were intermittently unresponsive and required multiple presses with increased force to elicit a response. No damage was found to the keypad cover. The pump was opened and contamination was found under all key contacts; and the up arrow, down arrow, and ok key contacts were misaligned.